Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received partially deployed on the delivery system. The stent deployment hub was at step #2, the catheter hub was moved proximally, and the catheter lock was in the locked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was able to be fully deployed without any resistance or issue. The stent was measured to be within specifications. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, there was resistance encountered during the attempted deployment, and the device was removed from the patient with the catheter fully covering the stent. Another hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was partially deployed.